Event description:
A resolute integrity drug-eluting stent was used to treat a lesion in the lad. The target lesion exhibited pre-treatment stenosis of 75-94% with full perfusion. The lad was pre-dilated and then a 3.0mm diameter x 22mm length resolute integrity drug eluting stent was deployed to the proximal/mid lad (so jailing minor lad and d1). Pots technique was used to post dilate the proximal part of the stent with an nc balloon to 12 atm¿s. It was planned to swap wires and kiss balloon in lad and d1. Lad wire was placed into d1. When the physician attempted to remove the jailed wire in d1 with moderate traction, the jailed wire fractured. The guide catheter ¿deep engaged¿ during this manoeuvre and some possible stent disruption was observed. The radio-opaque tip of the jailed wire was observed to be trapped between the deployed stent and the wall of the lad just proximal to d1. Flow in d1 improved from timi 2 to timi 3 spontaneously and the physician focused on ensuring the stent was properly expanded. The lad was wired with a loop on wire to avoid to entering a stent strut. Attempts were made to post dilate the stent in the proximal and mid lad. Ivus showed the whole stent was un der-deployed. Ivus also showed no stent struts at the ostium of the lad. The stent was post dilated again using an nc balloon and some opaque structure was observed about 5mm beyond the distal margin of the stent. Ivus was repeated and showed these to be stent fragments and the main body of the stent was now well deployed. A 2mm balloon was then used in the mid lad and a second resolute integrity drug-eluting stent was deployed, overlapping the initially deployed stent. The resolute integrity device had been inspected prior to use with no abnormalities noted. No other clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: deformation problem. Inherent risk of procedure (stent deformation). Related to another device (appears likely that the root cause of this event is related to the ancillary equipment used in the procedure and is therefore procedural related). No results available since no evaluation performed (device not available to be provided for review). Evaluation conclusion: fdc: operational context contributed to event (appears likely that the root cause of this event is related to the ancillary equipment used in the procedure and is therefore procedural related). Known inherent risk of procedure (stent deformation). (B)(4).

Event description:
Procedural images were received for evaluation. The procedural images confirm a lesion in the lad. The lad and diagonal are wired. Numerous pre-dilations are performed and the rsint30022x stent is deployed in the vessel. The mid and proximal stent portions are post-dilated. There is no evidence of stent deformation following the stent deployment and post-dilations. It was not possible to confirm from the images if the stent was under expanded. The support wire was partially retracted from the diagonal and it is at this point that the proximal stent deformation is evident. Further post-dilations are performed however the stent deformation is still evident. Another stent is deployed distal to the rsint30022x stent.